Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one month postoperative from robotic laparoscopic sigmoidectomy, the patient had blood in the stool. The patient had to be scoped and found the anastomosis looked red and fresh but staple line was intact and no active bleeding noted.